Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device suction channel and in the device nozzle. The customer's originally reported issue of buckling instrument channel was confirmed; the instrument channel was noted to be deformed. The following additional findings were also noted: due to clogging of suction tube in universal cord channel cleaning brush cannot be inserted smoothly, connecting tube has a scratch and a dent, video connector and case have a scratch, video cable has a scratch, control unit has discoloration, switch box has a scratch, right/left knob has a scratch, universal cord and grip are scratched, due to wear of angle wire bending angle in the up direction does not meet the standard value, due to wear of the angle wire the play of the up/down knob is out of the standard value, bending section cover and its adhesive are dirty and scratched, plastic distal end cover is scratched and dirty, up/down knob is scratched, connecting tube has a dent, a scratch, and discoloration, and due to damage on the charge-coupled device the image has white dots. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that their gastrointestinal videoscope had buckling of the instrument channel. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device suction channel and nozzle. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did know if they flushed the nozzle with water and air, they did not know if they wiped the nozzle with clean lint-free cloths but they did flush the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified nor the root cause of it remaining in the subject device. The events could have been detected/prevented by following the inspection method in ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ which says: "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". And "1 inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the suction function. 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.". Olympus will continue to monitor field performance for this device.